Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. However, the company rep did confirm the system message "red stop sign" in the system's event log. The system message displayed while the customer was performing change step. The customer reported system message was confirmed. Preventive maintenance was performed. The system was tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause for the reported system message was that the system took too long to perform a step change in the surgery screen. The system message is displayed when the system's monitor process did not get a response back in time from the system application. In internal investigation was opened to address this issue. (B)(4).

Event description:
A customer reported that a stop sign advisory displayed shutting down the system during a procedure. The staff recycled power and completed the case with the same system following a delay. There was no harm to the pt. Add'l info has been requested.